Event description:
The nurse reported the light pipe got hot during surgery. Multiple attempts were made for more info on pt status with no response to date.

Manufacturer narrative:
The company service rep spoke to the nurse. The nurse stated they did not want the system serviced. The surgeon was concerned about the light pipe getting hot. No add'l info or samples received for eval. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).